Manufacturer narrative:
The reported 7mm endofemoral aimer, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the endo femoral aimer broke from the handle. There was no delay or patient injuries reported but it is unknown if a backup was available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.